Manufacturer narrative:
(B)(4). The problem was confirmed because a partial swap of materials is a use error that can cause contamination. The root cause was undetermined.the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Product surveillance contacted the home patient (hp) on (B)(6) 2012 regarding the check lines and bags alarm. Per the hp, he was able to continue therapy after replacing the bag with new supplies. Since then, therapy has been going well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.